Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but does not reflect the product at fault. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.